Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2019 that on (B)(6) 2018 that the patient experienced a device that continually asked for sensor code and transmitter serial number to be reentered. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.